Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture. Subsequently, the patient underwent a revision procedure and the rv lead was revised. No additional adverse patient effects were reported.